Manufacturer narrative:
(B)(6). Visual inspection on the unit via the naked eye noted a line approximately 9.27 mm in length located on the outer surface of the stress member. The line is not a particulate or foreign matter. The line is part of the material of the stress member. A functional flow rate test was performed on the intermate unit in order to verify whether or not the scuff line may have any potential effect on the function of the device. As a result, the flow rate was found to be 50 ml per hour which is within the product specification. During the functional flow test, no evidence of rupture was found on the bladder. Therefore, the line on the stress member did not affect the functionality of the intermate device. The cause of the line could not be determined during the sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a scratch mark on was observed on the outside of a intermate's stress member. The device was compounded with vancomycin. There was no patient involvement. No additional information is available.